Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2021-10967 is being retracted since it was found to be a duplicate of mrf# 1818910-2021-10468. MFR# 1818910-2021-10468 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of left total knee to address instability and pain/stiffness date of implantation: (B)(6) 2017 date of revision: (B)(6) 2021 (left knee) on (B)(6) 2017, patient received bilateral pfc sigma cemented posterior crutiate retaining, rotating platform total knee replacements to address significant pain & discomfort, dysfunction, and bone-on-bone arthritis and chondrosis. Patellas were resurfaced in both cases. There were no reported complications for either knee. Patient was seen in the physicians office for clinical follow-up on (B)(6) 2021. She presented with a painful, unstable left knee. Her diagnosis is global instability of the left, with plan to revise following the raising of covid 19 restrictions. On (B)(6) 2021, patient's left knee was revised to address moderate global instability with significant scarring/arthrofibrosis. Tibial insert was revised, and an extensive scar resection/synovectomy was performed. There were no complications reported. Treatment: revision of tibial insert.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2021, patient's left knee was revised to address moderate global instability with significant scarring/arthrofibrosis. Tibial insert was revised, and an extensive scar resection/synovectomy was performed. There were no complications reported.